Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was to undergo magnetic resonance imaging (MRI). Technical services (ts) was consulted and discussed this system is non-conditional due to out-of-range impedance measurements for its right atrial (ra) lead and left ventricular (lv) lead. The ra lead exhibited low out of range impedance measurements. The lv lead exhibited high out of range impedance measurements. Additionally, low amplitude was noted for its ra lead. This crt-d remains in service. No adverse patient effects were reported.